Event description:
Event description guidant received information that a sales representative had a question regarding implantable transvenous defibrillation leads in which all lead measurements were fine at implant, then a few days later the r waves became low while other lead measurements were fine.